Event description:
It was reported that during an unknown procedure, the jaws were broke. The clips were not forming properly. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.